Event description:
On october 21, 2004, the patient's mother called and reportedly stated that the patient took off the headpieces and refused to put it back on. A new headpiece and cable were tried with no success. The patient was examined by an audiologist at the center five days later. External equipment was exchanged with no success. The patient continued to remove the headpiece when the external equipment was used. The patient reportedly says the implant is broken and is painful. The next day, the patient was seen by an ab representative for further evaluation. The decision was made to explant the cii device.